Manufacturer narrative:
This supplement is to correct the following fields: the product code should be pqz. Instead of 510k exempt 510k # k163042 should be used.

Manufacturer narrative:
A customer from (B)(6) notified biomérieux of discrepant results when testing a quality control sample using chromid strepto b agar (reference 43461). An investigation was performed. This investigation consisted of a review of quality records for impacted lot numbers 1005910980 and 1005925100. The quality control records for both lots showed conformance with specifications, in term of fertility and selectivity , as indicated in the quality certificate. No discrepancies were detected during the manufacturing of the two lots. Bacteriological analysis was performed on the chromid strepto b agar impacted lots (1005910980 and 1005925100) and a reference lot (1005941130), following the qc method with the qc strains. In parallel, a batch of trypcase soy agar (ref. 43011, 1005904120) was used for control. The results were: good growth of pink to red colonies for strains, streptococcus agalactiae atcc 12836 and nctc 8190 in 24 hours. Total inhibition for escherichia coli atcc 25922 and staphylococcus aureus atcc 6538 in 24 hours. Partial inhibition for candida albicans atcc 10231. All results are in accordance with the expected specifications. The investigation concluded that the performance of chromid strepto b agar (reference 43461 lot 1005910980 and 1005925100) was within specifications. The issue reported by the customer was not observed. Without return of customer plates, it is not possible to continue the investigation.

Event description:
A customer from (B)(6) notified biomérieux of discrepant results when testing a quality control sample using chromid¿ strepto b agar (reference 43461). The customer reported that they repeated the quality control test using the same quality control sample and their second lot of chromid¿ strepto b agar reference 43461 (lot 1005925100) and had obtained the same discrepant result. This second event has been recorded under (B)(4). The customer stated that they had inoculated strep. Agalactiae atcc 13813 quality control sample directly in the agar plates and that after 18-24 hours incubation under co2, they had observed the expected characteristic bacterial growth (red colonies). The customer reported that in parallel they had directly inoculated in the same plates e. Coli atcc 25922 as a negative quality control sample and that that after 18-24 hour incubation under co2, they had observed unexpected bacterial growth of red colonies on both lots. The customer said that they had discarded all their inventory of the concerned product and that patients' samples' were not tested on these two lots. The customer mentioned that the issue has been observed only on these two new product lots and that the expected negative results were obtained when testing previous lot number of the chromid¿ strepto b agar reference 43461 with the same e. Coli atcc 25922 quality control sample. There is no indication or report from the customer to biomérieux that the discrepant results led to any adverse event related to any patient's state of health. The quality control sample results are not directly associated with any patient. An internal biomérieux investigation will be initiated.